Manufacturer narrative:
(B)(4). The complaint rt266 infant dual heated evaqua2 breathing circuit is currently en route to fisher & paykel healthcaare in (B)(4) for investigation. We will provide a follow-up report upon completion of our investigation.

Event description:
A hospital in (B)(6) reported via a distributor that a leak error occurred with the rt266 infant dual-heated evaqua2 breathing circuit prior to patient use. There was no patient involvement.

Event description:
A hospital in korea reported via a distributor that a leak error occurred with the rt266 infant dual-heated evaqua2 breathing circuit prior to patient use. There was no patient involvement.

Manufacturer narrative:
(B)(4). Method: the complaint rt266 infant dual heated evaqua2 breathing circuit was returned to fisher & paykel healthcare in new zealand where it was visually inspected and pressure tested for leak. The mr290 vented autofeed humidication chamber was returned with the water feedset still on the winder. Results: visual inspection revealed no damage to the breathing circuit and dryline. The pressure test revealed that the subject breathing circuit was within specification. Conclusion: no fault was found with the subject rt266 breathing circuit. The reported leak most likely occurred as the water feedset of the mr290 vented autofeed humidification chamber was still in the feedset winder and not connected to a water bag when the leak test was performed. The feedset winder is designed to secure the feedset and spike during transport and storage. It is not designed to seal the spike. All rt266 infant dual-heated evaqua2 breathing circuits are visually inspected and pressure and flow tested during production, and those that fail are rejected. Our user instructions that accompany the rt266 infant dual heated evaqua2 breathing circuit state the following: check all connections are tight before use. Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. Set appropriate ventilator alarms.